Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication on the patient programmer. The patient had not recently had a revision or implant. The patient was using the antenna. The patient confirmed the antenna was secured and tried to sync with the implantable neurostimulator (ins), but the issue was not resolved. The patient then unplugged the antenna and placed the patient programmer directly over the ins, but that did not resolve the issue. The patient was not able to connect with the implant with his patient programmer with or without his antenna. The patient also reported they had not been feeling stimulation. The patient noted they had lost stimulation in (B)(6) or late 2016, but they were not sure. The patient stated they had not been able connect with the patient programmer since a week prior to the call. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received as patient and healthcare professional (hcp) reported that patient had fall in (B)(6) 2017 and battery got depleted and it did not work. They were trying to communicate with device on (B)(6) 2017 but there was no success. Device was completely depleted. The device was replaced on (B)(6) 2017. There were no complications or that no further complications were reported.

Event description:
Additional information was received. It was reported that the patient¿s ins depleted after 3 years. They stated that they had to constantly increase the setting, because after a while they would have a return of symptoms; the current setting didn¿t help with symptom control anymore. It was noted that the patient was not aware that increasing the setting created more of a drain on the battery. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient never saw the device and the surgery center kept it after the new one was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.